Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of introducer not advancing properly and lens scratch; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A theatre administrator reported that during a cataract extraction with an intraocular lens (iol) implant procedure, due to introducer not advancing properly, the lens got stuck in the cartridge and got scratched in the process. Additional information was requested.